Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was scheduled for a battery replacement, and during pre-op checks, the vns device showed as disabled at 0 ma output current. The rep initially assumed this was intentional, but in the operating room, the surgeon confirmed they had checked the battery weeks earlier and had not disabled therapy or changed settings. The replacement proceeded normally, and afterward, the rep reviewed the physician¿s tablet and confirmed no changes had been made in prior sessions. Both the rep and surgeon are unsure if the patient had an MRI or other procedures requiring therapy to be disabled. Diagnostics were normal, and the battery status was ok. No other relevant information has been received to date.